Manufacturer narrative:
The reported field event of no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Arc marks found on the can during visual examination, however evaluation of the device header found no defects that could contribute to the complaint of no output. Further testing determined the device had reached elective replacement battery levels due to normal battery depletion.

Event description:
It was reported that the device dependent patient presented for elective generator change out procedure. During the procedure, while the pulse generator was still in the pocket, after cautery was applied the device was acting unipolar despite being programmed bipolar. The physician placed their finger under the device and the patient experienced asystole for 9 seconds. Once the physician removed their finger, pacing ensued. The physician did this again and the patient was asystolic for 11 seconds. External trans-cutaneous pacing was enabled. The right ventricular lead was tested and exhibited normal function. The device was explanted and replaced. Once the new device was connected to the chronic lead, normal function was observed. The surgery was completed and the patient was stable once the new pacemaker was connected.